Event description:
Additional information received reported that since the implantable neurostimulator (ins) was not providing therapeutic effect the patient was having a lack of sleep. The patient was seen by a manufacturer representative twice around (B)(6) 2015 to make sure their wires were still in place. The manufacturer representative tried reprogramming the patient at both meetings to try and optimize the therapy as the patient was bed ridden due to the knee surgeries. The impedances were tested and came back fine. The patient was going to the bathroom about every hour and a half to two hours. There was nothing noted to be wrong with the device. At that time, they did a sterile catheterization for urinary and the patient did not have a urinary tract infection. The manufacturer representative was not aware of the catheterization. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that patient experienced loss of therapeutic effect and loss of bladder control, (no loss of bowel control) which had a gradual onset following an unrelated medical procedure. The patient had both knees replaced 2-2.5 months ago; following the procedure neurostimulator (ins) therapy was helping symptoms. It was noted that gradually since the surgery therapy has stopped working for bladder. Following the knee replacement and has lost weight. It was noted that 3 weeks ago it was discovered ins "modulator" was in a different position/drooping after patient¿s weight loss. It was noted that patient had gone through all 4 programs and are familiar with programming and none have helped. The reporter indicated that ins was implanted for bladder but ins also helped "rectally and anally." No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient's device had been turned off for the knee replacement surgery so the first time the manufacturer representative visited them after the surgery they were turning the device back on.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p401, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).